Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The loose part heard rattling inside was found to be a screw and washer that secure the sub-chassis. The cpc flex coupler was found to be bent.

Event description:
It was reported that prior to a procedure on (B)(6) 2012 the motor drive unit was making a rattling noise. Upon closer inspection, a screw and washer fell out of the bottom of the unit. The cpc coupler was also bent. There was no patient involvement.